Manufacturer narrative:
One actual sample was received for evaluation. A visual inspection was performed with no issues noted. Functional testing which included under water pressure test, priming and self-tests were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unspecified location. This was observed during fourth fill of peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. The patient continued therapy with new supplies. Renal therapy services advised the patient to contact the hospital regarding the event. There was no patient injury or medical intervention associated with this event. No additional information is available.